Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt described seeing doctor screen with por on both patient programmer (pp) and implantable neurostimulator recharger (insr) today. Pt tried to use the insr during the call but reported reposition antenna screen. Pt tried using the pp and reported informational por. Pss walked pt through clearing the por and after clearing, pt was able to connect with the pp and start charging the ins using the insr. The troubleshooting steps that were taken on the call resolved the issue.